Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that ¿110f o2 flow sensor calibration data¿ and ¿110e air flow sensor calibration data¿ error codes occurred, and the air flow sensor needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. The field service engineer (fse) while servicing unit for another issue captured in separate project record, discovered the device needed to have the air flow sensor replaced due to the fact that the following codes were identified during review of the event log: ¿110f o2 flow sensor calibration data¿ and ¿110e air flow sensor calibration data¿. Investigation ongoing.

Manufacturer narrative:
Previous report's h10 should have stated below: per response received from the customer, the field service engineer was performing an annual preventive maintenance (pm) when the device failed the accuracy flow test. Due to this information, it has been determined that this is not a reportable event.

Manufacturer narrative:
H10: the field service engineer (fse) noted that the customer was implementing repairs. Per good faith effort (gfe) response received 03/07/2023, the customer preformed annual preventive maintenance (pm) when the device failed the accuracy flow test--the customer replaced the flow sensor, but the test still failed. The customer who performed the initial test and repair is no longer employed, and the lead biomedical (biomed) engineer is trying to get ge to repair the device.